Event description:
It was reported that the pumps touchscreen randomly blacks out. There was no adverse impact to the customer's blood glucose level. Customer declined further assistance over the phone, and no additional actions were reported by technical support.